Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that buttons were sticky and non responsive and when priming insulin was squirting. Blood glucose was unknown. Customer also reported that insulin pump had no delivery alarm,battery life was diminished,insulin pump rejected new batteries and insulin pump was scratched. The insulin pump will not be returned for analysis.